Event description:
It was reported that after full vns replacement, device was turned on and patient began experiencing bradycardia. Settings was decrease. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported by the physician that the bradycardia was due to vns stimulation. New settings provided. No other relevant information has been received to date.

Event description:
Bradycardia occurred during each stimulation. Heart rates varied. This occurred intraoperatively and postoperatively. Hcp stated that the pt. Has no prior history of cardiac events. This occurred on (B)(6) 2025 date of implant. System diagnostics were not available. Medication list was too long to provide (no mention that any medication was for arrhythmia). The length of surgery was 2 hours (not abnormal). Implant was completed successfully. Device was turned on postoperatively despite the patient experiencing bradycardia during surgery. The provider does think vns caused the bradycardia both intraoperatively and postoperatively. The patient did not present with any symptoms suggesting an arrhythmia prior to surgery, the patient did not experience any traumatic event prior to arrhythmia, the patient did not have any triggers prior to arrhythmia. The arrhythmia did not occur following a medication change (note: medication change does not indicate medication was provided for bradycardia). The arrhythmia did correlate with the on time of program device setting arrhythmia did not occur while performing device diagnostics the arrhythmia did occur following setting change the physician believes that the arrhythmia was due to vns stimulation and believes that the settings used previously was too strong, so the device was turned down the physician does not believe vns exaggerated or currently contribute to arrhythmia intervention was taken post operatively arrhythmia as the device was turned down the patient however was not hospitalized as a result of arrhythmia. No intervention was taken to preclude a serious injury. The generator is currently programmed on, and arrhythmia has not reoccurred since. No other relevant information has been received to date.